Event description:
It was reported that while attempting to support a patient on intra-aortic balloon (iab) therapy an unable to calibrate message "no assist" was generated although the iab pump (iabp) was inflating and augmentation present. Attempted several insert and removal of fiber optic (f.o.) Cable with same result. Recognized f.o. As indicated on the screen but same result when attempting to calibrate. The customer switched to the central lumen for a pressure source and was able to zero the console. The patient was taken to the cardiac cath lab and the iab was removed and a non-maquet device was used to continue patient support. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4). Record ID (B)(4).

Event description:
It was reported that while attempting to support a patient on intra-aortic balloon (iab) therapy an unable to calibrate message "no assist" was generated although the iab pump (iabp) was inflating and augmentation present. Attempted several insert and removal of fiber optic (f.o.) Cable with same result. Recognized f.o. As indicated on the screen but same result when attempting to calibrate. The customer switched to the central lumen for a pressure source and was able to zero the console. The patient was taken to the cardiac cath lab and the iab was removed and a non-maquet device was used to continue patient support. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that while attempting to support a patient on intra-aortic balloon (iab) therapy an unable to calibrate message "no assist" was generated although the iab pump (iabp) was inflating and augmentation present. Attempted several insert and removal of fiber optic (f.o.) Cable with same result. Recognized f.o. As indicated on the screen but same result when attempting to calibrate. The customer switched to the central lumen for a pressure source and was able to zero the console. The patient was taken to the cardiac cath lab and the iab was removed and a non-maquet device was used to continue patient support. There was no reported injury to the patient.